Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-aug-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25146.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit results on an a 65-year-old male patient with a head injury, light-headedness, and low blood pressure. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: collected: tested: hct : hbg: I-stat, (B)(6) 2025, 1423, 1445, 47% , 16, I-stat , (B)(6) 2025 , 1423 , ni , 19.2 %, 5.9. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.